Event description:
Caller states that the device produced a result of 4.5 inr, while a lab drawn within 1 hour read 3.0 inr. No action was taken based on device results. No adverse event reported and no treatment rec'd. Requested return of suspect device and replacement was sent.